Event description:
It was reported by service report that the fowler would not lower to its lowest position and could not lay flat under weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bent fowler litter weldment.